Manufacturer narrative:
(B) (4): imaging films were obtained. Additional review of the imaging films is necessary. A follow up report will be sent when the films have been reviewed.

Event description:
It was reported that the patient underwent cervical (3 levels) with instrumentation. At follow up visit, approximately one to two months post-op, x-rays revealed the ratcheting spring had detached from the bottom portion of the plate. The device remains implanted. Revision surgery is not scheduled at this time.